Event description:
The event is reported as: complaint reported as the following: "patient caregiver states that the pt is not getting enough humidification to provided relief." No pt injury reported. Pt current condition unk.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of th is report. A follow-up report will be sent when completion of investigation.